Manufacturer narrative:
As reported, the patient had hernia recurrence post implant of 3dmax mid mesh and surgical intervention is required to repair the inguinal hernia but has not been scheduled yet. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative hernia recurrence. The adverse reaction section of the instructions-for-use, supplied with the device identifies hernia recurrence as possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,153 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an direct inguinal hernia repair a 3dmax mid mesh was implanted on 09-jan-2025. Post implant the patient was diagnosed with medium sized hernia recurrence during physical examination and surgical intervention is required to repair the hernia but has not been scheduled yet.